Event description:
A malfunction occurred on the pump, as reported by the caller. Due to this issue, the customer's blood glucose level exceeded 500 mg/dl (27.7 mmol/l). The caller had not taken any actions to address the high blood glucose before contacting support. Technical support assisted the caller with resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if any malfunction code reappeared. No third-party assistance was required.